Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The explanted ipg will not be returned per hospital policy.